Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was performed which confirmed that arteriotomy placement was in the common femoral artery. There was no report of a difficult device insertion. The device was inserted at a 45-degree angle. Good marking was obtained. The foot was deployed and parked without difficulty. The needles were deployed and retrieved without difficulty. It was reported that the suture pulled through. At that time a hematoma of unknown size was developing. The physician used a vasoseal in an attempt to achieve hemostasis. Hemostasis was not achieved. Manual compression was performed and hemostasis was achieved. The patient was taken to the floor. Shortly afterward an ultrasound was performed and the patient was diagnosed with a pseudoaneurysm. The physician injected thrombin into the pseudoaneurysm in an attempt to resolve it. The patient was discharged. The patient returned to the doctor's office for a follow up appointment one week later where it was reported that there were no complications noted. The patient was stated to be "fine".